Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that nine (9) years, eight (8) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to severe mitral bioprosthetic valve stenosis (mean gradient = 10-15 mmhg). Due to the patient's comorbidities, it was felt that she would receive the most palliation with the least amount of risk if she underwent tmvr. Therefore, a 29mm transcatheter valve was implanted into the mitral position and tee revealed marked improvement in the mean transmitral diastolic gradient with no significant paravalvular insufficiency. There were no complications and the patient was transferred to the cicu for further case; she was later discharged on pod #6.